Event description:
It has been reported that the provisional is fractured.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. Complaint sample was evaluated and reported event was confirmed. The device exhibits signs of repeated use with multiple gouges and dents. The anterior portion of the post feature fractured off; fragment was not returned. The device history records and receiving inspection reports were reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.